Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic assisted distal gastrectomy procedure, for the firing for the closure of insertion at delta shaped anastomosis, the outside of the proximal staples were not b-formed but was straight. The procedure was completed with manual suturing.